Event description:
During a clinical procedure while using the guardian ii nc, the patient seizured on the operating table.

Manufacturer narrative:
Submission of this report does not represent a conclusion or admission by vascular solutions zerusa limited that the content of this report is complete or accurate, that the device failed or malfunctioned in any manner or that the devices caused or contributed to a death. (B)(4).